Event description:
It was reported that the reamer handle was broken. There was no harm or health consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 d4: attempts have been made to gather all product identification information, and no further information has been provided. Product was not returned; however, a picture was provided. Visual examination of the provided picture identified a reamer showing the handle covered in bio-debris and a small cylindrical component. It is unknown if the cylindrical component came from the reamer and where the reamer was broken. No further evaluation can be made. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.